Event description:
The customer reported deferential vote outs (non-numeric results) and a fluid leak of unspecified volume from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015. The fse discovered a leak from pinch valve pv43. The fse replaced the tubing at pv43 resolving the leak and differential vote outs. (B)(4).